Manufacturer narrative:
H3, h6: no investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Synthes gmbh advised they received a complaint that a 2.0mm ti tension band plate broke 7 weeks post-operative. No further information is available.